Manufacturer narrative:
(B)(4). Batch manufacturing records of vp2404/t9006 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, after two or three bites, the needle and thread separated from swage point. The procedure was delayed 15 minutes. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/1/2020. Additional h3 investigation summary: product complaint (B)(4) for performance-pull off suture needle. Complaint sample: 01 ea opened complaint sample foil was received along with zipper tray zipper lid suture and needle for code vp2404 lot t 9006. Complaint sample was visually inspected against mentioned performance-pull off suture needle. Received suture material was observed in partial disintegrated condition. Upon inspection of suture material and zipper tray it was observed that the suture was handled with force while dispensing for suturing which was resulted in detachment of needle from suture. After attachment initial suture part observed with scratch marks which clearly indicate suture was handled or pulled with force. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil packs were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the packs were observed. Received needle was visually inspected under 10x magnification and found satisfactory. Needle swaging marks were found appropriate. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull off test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis, ¿the detected needle pull off issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product or due to forceful dispensing of a suture.